Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery drawer of the external pulse generator (epg) was broken. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the battery drawer of the external pulse generator (epg) was broken. It was also found that there was a bent ring, cracked ring cover, and contaminated battery contacts. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.